Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure about 4 to 5 months ago with an ep-shuttle rf generator system-100w and a navistar catheter. The patient developed an esophageal fistula. The patient expired 2 to 3 months after the procedure at a different hospital than where the ablation was performed. There is no information about the hospitalization and if any intervention was performed. The physician's opinion for the cause of this adverse event is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.